Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation on. The patient described the irritation as an itchy heat rash. The patient scratched the area causing the skin to open and bleed. There is no indication that the patient received medical intervention. The medical outcome of the rash is unknown as follow up attempts were unsuccessful. Supplemental report 9/10/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation on. The patient described the irritation as an itchy heat rash. The patient scratched the area causing the skin to open and bleed. There is no indication that the patient received medical intervention. The medical outcome of the rash is unknown as follow up attempts were unsuccessful.